Event description:
Per the clinic, the patient developed an infection. Subsequently, the patient was treated with antibiotics (specific date, type and duration not reported). Explant is planned but has not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2026, and there are no plans to reimplant the patient with a new device as of the date of this report.